Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined system remotely and confirmed that system unable to boot. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the errors of the x-ray pc is not reachable by the boss. The rse also found the ip address for the ipmi protocol (intelligent platform management interface), in the bios contains an invalid value. The rse requested onsite support. The philips field service engineer (fse) checked the suite pc ip address in bios as per the manual and found it to be ok. During troubleshooting, fse noticed that the blue led in the review module was blinking little longer than usual. To resolve the issue, the fse reset the ny 15 board connections. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave alerts indicating that the x-ray computer and suite computer were not accessible, preventing a full system boot. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.